Manufacturer narrative:
Device was used for treatment, not diagnosis. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn. Device is an instrument and is not implanted/explanted. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Facility reports the battery reamer/drill and the battery oscillator work intermittently. No additional information was provided. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: power tool evaluation was completed for this device. The customer's complaint that the ((B)(4)) battery reamer runs intermittently couldn¿t be confirmed. The device was evaluated and the complaint wasn't reproduced. However it was observed that it runs hot. This is most likely due to usage wear over time. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: service history of the past six months from the awareness date was reviewed. No service history review can be performed. The item has not previously been in for service. There is no information relevant to the current complained issue. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.